Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: the reported issue was not replicated because the test results (the measured values) lied within the product specifications. As a preventive measure, the downstream occlusion sensor was re-calibrated. Review of event log found high pressure" alarm was recorded in the event log multiple times. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the occlusion alarm sounded repeatedly during priming. There were no reported patient involvement and no harm or adverse event.